Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the device did not pass through the lesion and the shaft broke. The device was removed and the procedure was completed with another of the same device. No further patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the device did not pass through the lesion and the shaft broke. The device was removed and the procedure was completed with another of the same device. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluation by MFR.: a promus element plus 2.50x32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured within maximum crimped stent profile measurement. The stent length was measured within crimped stent length measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 128cm proximal to the distal tip. The manifold was not returned with the device. The hypotube coating was noted to be damaged - coating was scratched and broken near the breaking site. Multiple kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.